Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.